Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that during use, a pt experienced three occurrences of cuff leaks. This report is associated to the third occurrence reported on MFR# 2936999-2011-00427 / (B)(4).